Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2014 at 6:00pm. The patient is on insulin pump therapy. The patient reported taking more food and/or drink at 6:00pm in response to the alleged issue. The patient stated that an unknown time after the alleged issue began, they developing symptoms of ¿shaking and could not hold a glass¿. It is not known if additional treatment was received after the alleged issue began. The patient claimed they performed blood glucose tests on another device when the alleged issue began and results of ¿112 and 42 mg/dl¿ were obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr confirmed that the correct test strips were being used for testing and that the patient was unable to turn the meter on manually or when a test strip was inserted. The csr noted that based on the information provided, the battery did not need replacing and the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged power issue began.